Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 208 events were originally reported for this failure mode during the reporting quarter; however, 7 events were inadvertently excluded. 215 reported events are included in this follow-up record. Product return status: 15 devices were received. 193 devices were evaluated in the field. 7 devices were not available for evaluation.

Event description:
This report summarizes 215 malfunction events in which the device had paint chips missing. 213 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 208 events were reported for this quarter. Product return status: 14 devices were received. 193 devices were evaluated in the field. 1 device was not available for evaluation. Additional information: 208 devices were not labeled for single-use. 208 devices were not reprocessed or reused.

Event description:
This report summarizes 208 malfunction events in which the device had paint chips missing. 206 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. 215 previously reported events are included in this follow-up record. Product return status 3 devices were received. 205 devices were evaluated in the field. 7 devices were not available for evaluation.

Event description:
This report summarizes 215 malfunction events in which the device had paint chips missing. - 213 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.